Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 158mg/dl on the contour next link while the pump sensor indicated 44mg/dl. Customer shut off the pump sensor and experienced hypoglycemia 10 minutes later. Further information was not provided. A new meter was sent to the customer.

Manufacturer narrative:
Corrections: the name of the meter in description of event or problem, should be contour next link 2.4. The product does not have 510(k)#. It is awaiting PMA.